Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a health care provider (hcp) regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The indications for use were noted to be non-malignant pain, radiculopathy and other chronic/intractable pain (trunk/limbs). It was reported by the patient's wife that the patient began hearing the pump alarm on (B)(6) 2018. The patient went to the emergency room because his hands and feet "were itching really bad on the inside" and at that time they didn't know for sure that the noise was from his pump. The patient also was taking oral gabapentin and thought it was from the gabapentin. The patient's wife contacted the managing hcp who noted the noise sounded like a critical alarm. It was reviewed that because the pump was over 7 years old the alarm could be an end of service (eos) alarm. The hcp noted it was likely a missed eos since the patient is only seen every 6 months for a refill. No troubleshooting could be performed during the call due to lack of access to the product. Additional information was received from the healthcare provider (hcp) via a device manufacturer representative. It was reported that the patient was receiving morphine(25 mg/ml, 1.919 mg/day) via an implantable infusion pump. It was reported that the pump's estimated elective replacement indicator (eri) was 2 months on the print out from (B)(6) 2017. Low reservoir alarm date was (B)(6) 2018. The pump died between (B)(6) and (B)(6). The patient would get the eol (end of life) pump replaced on (B)(6) 2018. No further complication was reported.